Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was in a car wreck after her primary knee replacement and as a result presented with some medial/lateral laxity. Surgeon removed primary attune femur and poly. Replaced with a more constrained revision attune femur and poly. Patient already had a revision. Tibial tray which was in good shape and left it alone. Doi: (B)(6) 2019 dor: (B)(6) 2020 right knee.